Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while suturing the wound for closure during breast biopsy, a very small sliver of the tip came off. It was also reported that x-ray has been performed for searching but nothing was found. This resulted to extended surgical time of more than 30 minutes.